Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was hard to remove. The customer¿s blood glucose level was 133 mg/dl. Customer reports the introducer needle fractured while in the body. Customer reports that the needle was still attached. The customer also reported blood at site. The device will be returned for analysis.